Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's right atrial (ra) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Noise and oversensing was then observed and resulted in inappropriate atrial tachy response (atr) mode switches. Review of stored device memory also noted oversensing of noise that was consistent with oversensing related to the minute ventilation feature. The signal artifact monitor (sam) feature appropriately detected the noise and deactivated minute ventilation. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and another manufacturer's right atrial (ra) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Noise and oversensing was then observed and resulted in inappropriate atrial tachy response (atr) mode switches. Review of stored device memory also noted oversensing of noise that was consistent with oversensing related to the minute ventilation feature. The signal artifact monitor (sam) feature appropriately detected the noise and deactivated minute ventilation. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.